Event description:
It was reported that insulin does not flow during injection with a bd pen ndl 32g 4mm hp 100. The following information was provided by the initial reporter: it was reported that there is no insulin flow while taking injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that there is no insulin flow while taking injection. The returned pen needle was examined and exhibited a bent non patient end of the cannula which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that insulin does not flow during injection with a bd pen ndl 32g 4mm hp 100. The following information was provided by the initial reporter: it was reported that there is no insulin flow while taking injection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin does not flow during injection with a bd pen ndl 32g 4mm hp 100. The following information was provided by the initial reporter: it was reported that there is no insulin flow while taking injection.